Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter shaft was broken in two pieces. The mechanical operation of the catheter shaft was kinked/buckled. Visual analysis of the catheter indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure, the catheter broke in half while the physician was slitting the catheter. It was noted that the physician removed the outer catheter with hemostats and continued to slit the lead with great difficulty. No patient complications have been reported as a result of this event.